Event description:
On 28-mar-2023, a spontaneous report from the united states was received via telephone regarding a 60-year-old female who used thermacare joint therapy. On approximately, (B)(6) 2023, the consumer topically applied a thermacare joint therapy heat wrap on her shoulder. After using the product for an hour, she noticed an itching sensation on her shoulder. She removed the wrap as soon as she felt the itching. Her skin was red but there was no blister. On (B)(6) 2023, she developed a blister on her back. She treated the area with antibiotic ointment. As of (B)(6) 2023, the redness and itching had improved, and the blister was scabbed over. There were no signs of infection.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.